Event description:
It was reported that this insertable cardiac monitor (icm) was not connecting and monitoring was disabled due to a possible device malfunction. Boston scientific technical services (ts) confirmed that the icm had reverted to a non-recoverable state, and a replacement is required to resume monitoring. The icm remains in service and no adverse patient effects were reported. Additional information revealed that the icm was explanted and has been returned. A new icm was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the icm device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory identified memory faults that caused the device to enter an unrecoverable bootloader state. This was the reason behind the clinically-observed error message. The memory faults were most likely due to exposure to ionizing radiation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically".

Event description:
It was reported that this insertable cardiac monitor (icm) was not connecting and monitoring was disabled due to a possible device malfunction. Boston scientific technical services (ts) confirmed that the icm had reverted to a non-recoverable state, and a replacement is required to resume monitoring. The icm remains in service and no adverse patient effects were reported. Additional information revealed that the icm was explanted and has been returned. A new icm was implanted. No adverse patient effects were reported.